Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a 2 unit bolus, and alleged that the pump did not deliver the accurate amount. Reportedly, blood glucose (bg) level elevated to 380 mg/dl. Although requested by tandem technical support, the customer declined to perform a system check.